Event description:
Boston scientific received information that this right ventricular lead may have contributed to low, out-of-range shock impedance values. This observation was discovered while the patient was hospitalized for open heart surgery and it was suspected to have occurred when the lead was pinched/clamped during the same surgical procedure. The physician opted not to conduct a low voltage shock test on the lead and the lead was scheduled to be explanted. The patient remained hospitalized due to complications following open heart surgery (not due to a device issue). More recently, we learned that the patient's ejection fraction had improved so much that her ICD may be explanted in the near future at which point her lead(s) also may be explanted. However, the patient was recently discharged from the hospital and was too ill to be induced. More recently, technical services analyzed the sequence of events, they concluded that the initial assumption - that the temporary, low impedance issue was induced during the open-heart surgery when the lead was pinched/clamped - was incorrect because the low impedance value occurred 1-2 weeks prior to the surgery. Meanwhile, the patient was brought in for a commanded shock test. Prior to the test, the competitor's cs lead was capped and a df-1 pin plugged the svc port and impedance values were normal. Following the commanded shock test at 31j, however, a popping sound was heard and the lead was suspected of having a conductor fracture and causing a short circuit in the can.

Event description:
It was reported that during a lap gastric bypass, during the second firing on the jejunostomy junction on the second firing the device locked out. The device was reloaded with another white reload. This time the firing trigger did not move forward to even cause a lock, it did not fire. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(4)

Manufacturer narrative:
(B)(4). Articulation link the analysis found that one (B)(4) device was returned in good visual condition. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.